Event description:
A customer reported that white foreign material has appeared on the surface of the lens of a patient that is about 4 months postoperative. The patient has been treated with topical corticosteroid and was recovering. The doctor's assessment was that it might be uveitis. Visual acuity of 0.8 in both eyes immediately after surgery, was reduced to 0.15 on the right and 0.3 on the left, and has now recovered to 0.8. Although it does not seem to be caused by the lenses, it had been reported. The sample was not available as it still remains in the patient's eye. There are two medical reports associated with this patient. This report is for the right eye (od). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).